Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, on visual inspection, it was noted that the connector pin was bent and it was also noted that some blood had infiltrated into the helix mechanism.

Event description:
It was reported that during implant attempt, when the lead was being repositioned due to high thresholds and the helix would not deploy. This was the second attempt to deploy in the case. The lead was not implanted. No patient complications have been reported as a result of this event.